Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 4.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient had experienced the infusion set tape not sticking event on (B)(6) 2026. No further information available.